Manufacturer narrative:
(B)(4).

Event description:
On vats, lobectomy procedure the surgeon tried to transect lobar bronchus with the egia45amt and idrive ultra handle, after dividing the lobar vessels and artery with 3 of egia30ctavm. When he pressed the blue button to do it, the I-beam got to be stuck on the beginning phase of reload. And he ordered to replace the abnormal reload with the new one, egia45amt. And again, he tried to transect the targeted bronchus with new egia45amt and the used idrive handle. However, the I-beam got to be stuck again on the same phase of reload. And again, he ordered to replace the abnormal reload with new one, egia45amt. And this time, he succeeded in transecting the tissue with new egia45amt and the used idrive handle. There was no damage to a patient. The used idrive handle : (B)(4) the used idrive adaptor : (B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two endo gia¿ articulating reloads with tri-staple¿ technology (45 mm medium/thick) opened by the account. Visual examination of the staple cartridges noted that the reloads were partially fired to the 5 cm cut lines. The reloads were loaded into a pmv representative instrument (idrive ultra) for functional testing. The reloads loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlocks were overridden and the reloads were then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock features successfully prevented the reloads from cycling again. A review of the appropriate device history records indicates each device lot number was released meeting all quality specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.